Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited double beep, no cassette" alarm. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Review of the event history log showed an occurrence of "high pressure" messages. The investigation did not duplicate the reported issue, but indicated that a defective downstream occlusion sensor was the cause of the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records